Event description:
It was reported that a novum iq large volume pump under-infused during programming/setup in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.(B)(6). H11: the device was received for evaluation. During functional testing, the reported problem was not reproduced. Flow accuracy testing was performed and the device passed the test. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.